Event description:
The customer questioned results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 4000 c (311) stand alone system. Based on the data provided, the na and cl results were discrepant. The initial na result was 105 mmol/l. The repeat result was 144 mmol/l. The initial cl result was 151 mmol/l. The repeat result was 105.7 mmol/l. No erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The electrodes had been replaced on (B)(6) 2018. The customer noted some flecks floating in the patient sample. The na electrode lot number was j3072. The expiration date was not provided. The cl electrode lot number was x1346. The expiration date was not provided. The field service engineer (fse) visited the customer site and performed targeted maintenance. The fse cleaned rust from the pinch valve assembly and the reference acrylic block. An ise check was run with no errors. The customer ran calibration and qc with no errors. The results were within the customer's specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has not had any further issues.